Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt developed endophthalmitis. A vitreal tap was performed and the pt was treated with intraocular antibiotics. The association between this event and the iol is not known. Add'l info has been requested.